Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with vancomycin intraperitoneally (ip) (dosage, frequency, and duration not reported) for the peritonitis event. After one day of hospitalization for the peritonitis, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was reported that the patient was retrained on aseptic technique. Additional information was requested but is not available. This is report 1 of 3.